Event description:
A patient reported erratic readings during back to back testing with a fasttake meter. Pt reported getting blood glucose readings of 79mg/dl and 355mg/dl successively on the ft meter. Pt reported that pt has not been feeling well for two weeks. Patient healthcare provider had to make changes in medications and insulin dosage because of meter readings. Patient reportedly has also a one-touch meter which pt used for comparison. Lifescan representative contacted pt for further information, but pt was not co-operative and refused to provide any additional info. Meter has been replaced for further investigation.